Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found; several conductors cut and blood/body fluid (not obstructed); outer insulation breached cut, cosmetic depression, and white substance; apparent explant damage. Full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found; several conductors cut and blood/body fluid (not obstructed); outer insulation breached cut, cosmetic depression, and white substance; apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found.

Event description:
It was reported the patient died (B)(6)2010 "likely" cardiac related with "unknown contributing factor." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.